Manufacturer narrative:
Hematoma/access site adverse event: the cause of hematoma/access site adverse event was unable to be determined as limited clinical details were provided and no product was returned for review.

Event description:
Clinical rationale: an impella cp device was inserted via the left femoral artery in a 78-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), with a history of known coronary artery disease (cad). During a sheath exchange, while advancing the repositioning sheath, the patient developed a hematoma around/above the insertion site in the left groin. Manual pressure was applied until the hematoma stabilized. The groin site remained stable afterward and continued to be monitored. The patient survived to explant. The reported hematoma is consistent with access-site complications and the anticoagulation/purge requirements associated with impella support. The hematoma resolved with standard interventions.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information was provided in d3, e1 and g1. Upon review, it was identified that these were inadvertently omitted from the initial report.